Event description:
Reportable based on analysis completed (B)(6) 2012. It was reported that during a stenting treatment procedure, the stent failed to deploy. Vascular access was gained via the femoral artery. The 7mm, 75% stenosed, progressive target lesion was located in the non-tortuous and non-calcified iliac artery. The 8x81x1350mm sentinol stent was advanced to the target lesion but was unable to be deployed. The procedure was completed with another 8x81x1350mm sentinol stent. There were no patient complications reported and the patient status is stable. However; returned device analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the toughy was in the closed position. The exterior shaft was kinked 2 cm from the exterior hub and buckled adjacent to the distal markerband. The distal end of the stent was partially expanded and extending 4 mm from the distal end of the exterior shaft. The distal stent struts were bent and damaged. The device was functionally tested by prepping and retracting the exterior shaft per the directions for use (dfu); the stent deployed with no unusual resistance. Visual inspection of the stent and the sds after functional testing confirmed that there were no product quality deficiencies that could have contributed to the complaint event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).